Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump while in the shower. Subsequently, a malfunction alarm occurred. The customer reported that the personal profile settings were noted to be missing. The customer's blood glucose level was 410 mg/dl. The customer administered a manual injection. Reportedly, the customer has an alternate pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.